Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-10939 related manufacturer reference number: 2017865-2021-10941 related manufacturer reference number: 2017865-2021-10942 it was reported that the patient experienced infection; persistent bacterium. The infection had been treated with no response. The implantable cardioverter defibrillator, atrial, right, and left ventricle leads were all explanted. Patient was stable.